Event description:
It was reported that the customer was in the emergency room with blood glucose of 11.0mmol/l. The customer stated receiving no delivery alarms during a bolus, but the issue was resolved. Troubleshooting could not be performed as customer was not able to do at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.